Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 1 mg/ml at 0.08 mg/day and bupivacaine 1 mg/ml at 0.08 mg/ml via an implantable pump. It was reported that the pump was working great for 5 months post implant then started to have increased pain starting in (B)(6) 2025. Patient did not mention any falls but pump was on the left buttocks, so he thought getting in and out of his car/bumping it could have caused the dislodged catheter/kink. Patient had pump pocket revision surgery on (B)(6). Pocket revision resolved flow issue. But on (B)(6) 2025, clinic did the special side port procedure to remove the old drug out of the internal tubing and replace with a lower concentration so the pump could run at lower flow rate. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial # (B)(6); implanted: (B)(6) 2024; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 16-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.